Manufacturer narrative:
Film analysis: the reported migration event was confirmed on the film provided; however the cause of the event could not be fully determined. Lack of post-implant CT¿s after the index procedure were not provided for analysis of the stent grafts in vivo location after implantation. Other post-implant CT¿s over the 13 years were also not provided to assess disease progression in the patient. It appears likely that disease progression over time and the patient¿s conical neck anatomy contributed to the stent graft migration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. It was reported that on routine CT scan 13.5 years later, it was observed that the stent graft had migrated approximately 1.5cm but without a type ia endoleak. The physician place an endurant cuff and endoanchors to resolve the event 3 weeks later. The cause of the event as per the physician was disease progression. No additional clinical sequelae were reported and the patient is fine.